Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: hemorrhage/death. The following events were noted through a periodic article review. A retrospective study was conducted on a total consecutive pts who underwent cas between 1999 and late 2007. The purpose of the study was to determine the incidence of hyperfusion syndrome (hps) following carotid artery stenting (cas). One pt in the overall cohort with severe carotid artery stenosis developed a fatal ipsilateral intracerebral hemorrhage immediately after the intervention and was determined to have a hemorrhagic conversion of a prior stroke. The hemorrhage occurred immediately after the procedure. Other complications in this series were death (0.83%). The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.

Manufacturer narrative:
(Off label use in the vasculature), this report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: hutton p. Brantley, do, et al, "hyperfusion syndrome following carotid artery stenting: the largest single-operator series to date", published j invasive cardiol 2009; 21:27-30. The rx acculink stent reference is being filed under a medwatch report#: 3004742046-2009-00077.